Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had perforated the myocardium resulting in cardiac tamponade. It was further reported that the patient had fallen resulting in a fracture of their femur. It was also reported that the patient passed way. The lead remains in patient.